Manufacturer narrative:
A portion of the balloon was missing when returned. A caution statement in the mammosite instruction manual has been revised to read as follows: "in case of balloon deflation/rutpure, carefully inspect the device upon removal to ensure that no fragments remain within the lumpectomy cavity".

Event description:
During a routine mamogram, a foreign body was identified. Four months earlier, the patient had a mammosite placed which deflated. Based on the investigation of the returned product, a piece of the device is missing and it is possible the foreign body is a portion of the balloon. Although the patient is asymptomatic, since the device has only been tested for implant for less than 29 days, it is recommended that the surgeon remove the portion of the balloon. If the surgeon and patient elect to remove the balloon, it will necessitate an additional surgical procedure.